Event description:
Customer reported poor image quality. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo receptacle. System operates as intended. This MDR is related to ge healthcare complaint number.